Event description:
Healthcare professional reported left side deflation, and "any creases." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified; fold creases, white particles in shell, curved opening, crack opening. The leak test and microscopic analysis was performed which identified: wear abrasion, a curved cracked opening in valve, a curved sharp opening on valve bond edge (no shell thickness due to opening is under plug strap). Based on the device analysis the final assessment is a crack opening on valve assessed as cracked valve seat diaphragm valve, and a sharp opening assessed as unidentified(tear) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.